Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 double head pump was unresponsive during set up. There was no pt involvement. A sorin group field service rep was dispatched to the facility to investigate. While at the facility, the service rep confirmed the issue. The field service rep replaced the touch screen, subsequent testing showed the device performed as expected. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the touch screen of the s5 double head pump was unresponsive during set up. There was no pt involvement.